Manufacturer narrative:
Evaluation results: inherent risk of procedure (balloon rupture).

Event description:
An aneurx bifurcated stent graft and its components were successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented two months post stent graft implant with slight leg ischemia. The CT demonstrated that distantly to the aneurx stent graft in the patient's native vessel of the right iliac limb the artery had become occluded. The physician inserted a reliant balloon inflated the balloon completely within the stent graft following the IFU with 25 percent saline 75 percent contrast using a 35 cc syringe. Upon the second or third inflation of the reliant stent graft balloon the balloon burst. The balloon was removed without incident. (MDR # 2953200-2007-00432) the physician requested a second balloon, removed the balloon from the packaging, flushed the lumen, was advancing the balloon over the guidewire and felt resistance, the physician took the balloon and pushed the balloon on the wire and a piece of blue plastic (which was the same material as the blue inner member) exited the luer end of the catheter. (MDR # 2953200-2007-00431) the physician removed the balloon from the guidewire and re-flushed the balloon since he did not have any other occlusion balloons available, the physician completed the case with this balloon. No clinical sequelae were reported and there was no harm to the patient reported. The balloons were discarded after the procedure by the user facility.